Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected battery out limit or no button error alarm noted. However, intermittent button response observed due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
Customer reported that the keypad on the insulin pump was not working and that he received a battery out limit alarm. The blood glucose reading was 103 mg/dl. Customer was unable to clear the alarm because the buttons were unresponsive. Customer stated that the insulin pump had these issues upon his waking up and could not recall any significant event that led to the alarm. Nothing further was reported.